Event description:
It was reported that the patient presented in the emergency room experiencing near syncope. Upon interrogation, it was discovered that the right ventricular (rv) lead was exhibiting high capture threshold and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition. Further information was requested but not received.